Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-feb-2024 h.6. Investigation summary: bd received one sample and two photos in support of this complaint from catalog 367841, lot number 3111799. Visual examination of the sample and photos was performed and revealed defective stopper molding as there is an extra stopper material in the stopper well. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a deformed rubber stopper. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a deformed rubber stopper. There was no health impact or consequences reported.